Event description:
It was reported that the customer was hospitalized for high and low blood glucose, as well as an infected sore on his leg. The customer's mother was extremely upset and it was unclear whether the customer had received treatment for the high and low blood glucose issues. Troubleshooting for the blood glucose issues were declined but highly encouraged. The blood glucose reading at the time of hospitalization was unknown. The customer's mother stated that the infected sore was not related to diabetes but that the customer had issues with his blood glucose going up and down while using the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. Advised support would be sent to assist with insulin pump data uploading. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.